Manufacturer narrative:
Approximate age of device ¿ 1 year and 7 months. It was reported that the product would not be returned for investigation. A specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Infection and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a driveline infection in (B)(6) 2018 that was treated with antibiotics. The patient was subsequently admitted to the hospital on an unspecified date because the infection worsened. The infection was moderate with a bloody leak, and was treated conservatively with antibiotics. Because the patient was young and the doctors were afraid that the infection would go deeper, the patient was placed on the urgent transplant list. The transplant successfully took place on (B)(6) 2018. No additional information was provided.